Manufacturer narrative:
Correction: method, results, conclusion codes updated plant investigation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted that the fiber bundle was wet and revealed the presence blood residue. A polyurethane (pu) delamination was observed on the cavity ID end of the dialyzer from approximately 270º to 90º with the dialysate ports at 0º. The delamination was a separation of the pu (potting material) form the dialyzer housing wall. In addition, there was observed low pu mass on the cavity ID end of the dialyzer. No other damage or irregularity was noted non-cavity ID end of the dialyzer. The investigation into the cause of the reported problem was able to confirm the failure mode. There was confirmed pu delamination on the cavity ID end of the dialyzer causing the internal leak. The complaint has been deemed confirmed.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used to positively confirm the presence of blood. Blood was observed leaking in the dialysate compartment of the dialyzer. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. Although the complaint device was noted as being available to be returned to the manufacturer for evaluation, it has not been received for analysis.